Event description:
The field engineer noted that the system displayed a frame sync error in the log, which could cause a loss of the live fluoroscopy image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The fuses and gib were evaluated and reseated. The system was tested and found to be working as intended and returned to service.